Event description:
An event involving a primary plum set, clave secondary port, clave y-site, secure lock, 103 inch experienced leakage. It was stated in the report medication leaked from spinning spiros on 2ndary tubing. Med to be hung gemzar and they caught it while it was just a few drops, most likely was saline that tubing had been primed with. They changed their primary tubing first when noticed a problem, then when unclamped secondary tubing, leaking noted at spinning spiros. Bag and tubing taken out of service and pharmacy made a new bag with new tubing. There was unknown patient involvement, unknown patient harm.

Manufacturer narrative:
The device is available but has yet to be received. Once it is received it will be investigated and a supplemental MDR submitted.

Manufacturer narrative:
Additional information: d9 - device available for evaluation - no. Investigation summary: no product samples, pictures, or videos were received for investigation. The complaint of leakage could not be confirmed by investigation. Without the return of the used sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined. The lot history was reviewed, no nonconformities were identified that may have contributed to the reported complaint.